Event description:
It was reported that a crossing support catheter could not cross the occlusion. As the catheter was being retracted, 80mm of the catheter tip detached. The procedure was not completed. The detached catheter remains inside the pt. No pt injury was reported.

Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The device was returned for eval and the investigation is underway.